Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivery and the patient experienced hyperglycemia. The customer's blood glucose level was 16 mmol/l at the time of the incident. The customer¿s other blood glucose was 29 mmol/l. The customer was treated with a bolus and manual injection. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.